Manufacturer narrative:
B5: the lens was repositioned on (B)(6) 2023 and the problem was resolved. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/072 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. An lri was performed to correct residual astigmatism on (B)(6) 2023. The patients latest exam on (B)(6) 2023 indicated va sc 20/40-2. The surgeon plans to rotate (reposition) the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact - additional surgery: 4625 - lri surgery. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).